Event description:
The reporter contacted animas on (B)(6) 2014 reporting they are not sure if the battery cap is stripped or the pump. The battery cap was purchased within the last six months. A new cap was ordered. There is no reported adverse event with this complaint. This report is made based on the allegation of the casing issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.